Event description:
It was reported that during a percutaneous coronary intervention/stenting procedure, a balloon rupture occurred. The lesion was successfully pre dilated with the 15 x 4.0 mm quantum maverick mr balloon catheter and a non bsc 3.5 x 18 mm stent was placed. The physician then used the same quantum maverick mr balloon catheter for post dilation and the balloon ruptured at 18 to 19 atms. The number of inflations and to what atms is unk. The procedure was completed with a different device. No pt injuries or complications were reported. Pt status reported as "good."

Manufacturer narrative:
Pt over 18 years. (B)(4).